Manufacturer narrative:
(B)(6). The linear kit outer shelf carton was returned crushed near the left on top and bottom of the carton. Inside the shelf carton, the product was found to be intact and sealed. The evaluation confirmed the reported problem. It is likely this occurred during shipping/handling. A lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4); record # (B)(4).

Event description:
It was reported that the customer opened box and noted the product was damaged. The date of the event is unknown. It was determined the package was damaged in transit. There was no injury or harm to the patient.

Manufacturer narrative:
(B)(4). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that the customer opened box and noted the product was damaged. The date of the event is unknown. It was determined the package was damaged in transit. There was no injury or harm to the patient.

Manufacturer narrative:
Although good faith efforts have been attempted to retrieve the device, the device was not returned by the customer and so could not be evaluated. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the customer opened box and noted the product was damaged. The date of the event is unknown. It was determined the package was damaged in transit. There was no injury or harm to the patient.